Event description:
It was reported that during a device change out due to normal eri, loss of capture and high impedance were observed. The lead was capped and replaced. No further issues were reported.